Event description:
Patient sample collected early in the am and received in the cancer center laboratory 15 minutes later. Sample was promptly processed and placed on chemistry instrumentation. During this time, the chemistry instrument experienced a malfunction. The instrument lost power to a vital power supply. Staff in the area alerted the main lab that they would be sending samples to us for analysis. Recovery time was needed to retrieve samples and send them to the main lab.